Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt pain at the needle insertion site and opted to take out the sensor early. On (B)(6) 2025, the redness worsened and he experienced swelling and fluid drainage in the area. On that same day, he consulted with his primary care physician (pcp) and the nursing staff, during which a skin assessment took place, an abscess was noted, and he was prescribed an oral antibiotic (sulfamethoxazole-tmp 800-260 mg, to be taken twice daily for an indefinite period) for treatment. He was instructed not to squeeze the drainage out and to come back for a follow-up appointment. The patient returned five days later as recommended, and the pcp decided against draining the abscess since the area had decreased in size and flattened following the antibiotic treatment. At the time of the report, the patient stated he was in a new sensor session and was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).